Event description:
During a lobectomy procedure, device fired on the 1st firing with no problem. At the 2nd firing, the firing trigger was very stiff to squeeze and it broke off. Additional suturing was performed. There were no adverse consequences to the patient.